Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05083. It was reported the patient had been receiving inadequate coverage due to receiving stimulation in unintended areas (event date is unknown). In turn, the patient deactivated stimulation. On (B)(6) 2015, the patient underwent surgical intervention. During the procedure, the doctor explanted and replaced both of the patient's leads. The doctor also implanted the replacement leads in a new location.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.